Event description:
It was reported that during a da vinci-assisted surgical procedure, the trocar could not be removed from the tip-up fenestrated grasper instrument. The procedure was completed with no reported injury. Follow-up was performed with the initial reporter and additional information was obtained. The instrument was inspected prior to use and no damage was observed. The issue was not caused by physical damage to the instrument or cannula. The instrument and cannula were removed together and sent in this way. No fragments fell into the patient. The procedure was completed successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tip-up fenestrated grasper instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the tip-up fenestrated grasper instrument (part#470347-12/ lot# k10220117 0260) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 3 remaining usable lives with no subsequent use recorded. No image or video was provided for review. This complaint is being reported based on the following conclusion: the tip-up fenestrated grasper instrument could not be removed from the cannula due to an unknown issue. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. No material was found missing. The instrument was returned with a cannula seal and cannula stuck. The cannula seal and cannula had no physical damage. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.114¿ - 0.168¿ in length and were not aligned with the tube axis. The complaint regarding instrument stuck in trocar was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.